Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and bolus and act button stick and hard. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had no delivery alert and diminished battery life. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.